Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative determined that the system control board and the power switching board required replacement. After replacements were shipped to the site and the replacement was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The boards were returned to the manufacturer for analysis. The boards were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system went into stand alone mode without prompt from the user. No issues with the interface (umbilical) cable connectivity were reported. The issue was resolved through a viewing station of the imaging system restart. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.